Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28, lot# v933654, implanted: (B)(6) 2012, product type lead.

Event description:
Patient had return of symptoms. Patient had impedance check and program changes were done. Explant surgery was planned for whole system on (B)(6) 2017. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.